Event description:
This was a right-sided, lead removal procedure to extract one abandoned lead ((B)(6) old) due to acute infection. The md attempted to insert a stylet into the lead but was unable to advance it to the distal tip of the lead. A lld-ez was then successfully inserted to the distal tip and the md began lasing with a 14f sls ii. After encountering some severe adhesions the md upsized to a 16f sls ii with the addition of a metal sheath and successfully removed the lead. During the procedure, the pt was reported to have been bleeding from the insertion site (subclavian vein), with arterial blood pressure ranging from approx 120 - 70. An x-ray and echo were performed and showed no cardiac or pulmonary injuries. The pt was treated with fluid therapy, pressure was stabilized and the pt was transferred to the ccu. The pt began showing signs of dic and ultimately received a total of 20 units of whole blood, 20 units of ffp and 20 units of platelets. The pt went into shock, was unable to regain conscientiousness and expired on (B)(6), 2011. The devices were disposed of by the hosp staff. The md stated he did not believe the spnc products to be at fault for the pt's subclavian injury. There were no notable findings or issue in the lhr review.